Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board was replaced, the unit was returned for use.

Event description:
The hospital reported that the unit alarmed for a ventilator failure during boot-up. There was no report of patient involvement.